Event description:
This device was explanted on (B)(6) 2011 as it was completely depleted and could not be interrogated by the programmer. The procedure took place at (B)(6) medical center with dr. (B)(6) in yonkers ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).